Manufacturer narrative:
The pump was received with a blank display due a problem isolated to the mother board. Unable to perform any tests due to the blank display. The pump was received with cracked battery tube threads, a detached/missing end cap, a severely scratched display window, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window. No adhesive/missing vibrator motor was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell and the back of the pump fell off and is broken. The customer indicated that their blood glucose was high but didn't know the blood glucose level. Customer treated with an injection. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display anomaly due to lifted connector joints on the mother board. The insulin pump was missing the address serial number label